Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch in the lower right corner. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the device had passed a touchscreen calibration, but there is a scuff in the lower right corner of the device and that the touch was off there when using the touchscreen diagnostic page. The rse provided the customer with the part information for the touchscreen to order a replacement. The replacement touchscreen was reported to have been ordered and replaced. The device has now been returned to service following the completion of the electrical safety test, ventilator control test, and touchscreen calibration. The replaced touchscreen was reported to have been scrapped. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.